Event description:
A report was received that the patient was experiencing pain and severe paraspinous muscle spasms after the trial procedure. The patient¿s leads were removed and the patient was admitted in the intensive care unit for pain and spasm relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50e, serial / lot #: (B)(4), description: trial linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.